Manufacturer narrative:
On june 22, 2021, the mentor failure analysis lab received the device for evaluation. On june 29, 2021, device evaluation was completed. The deflated device was 300cc saline as per device received. Device evaluation summary: mentor conducted a visual inspection of the returned device. Visual analysis of the returned sample revealed that the saline 300cc breast implant had a crease/fold on the posterior view and extending to the anterior view. Additionally, a tear was noted within the crease on the posterior view, measuring approximately 0.2 cm. The evaluation determined that the cause of the rupture is consistent with normal wear. Deflation can occur at any time after implantation, but it is more likely to occur the longer the implant is implanted. Creating wrinkles or folds should be avoided during implantation or other procedures as it can result in deflation at a later time. Breast implants may also simply wear out over time. A second product was received. No adverse events were reported for this concomitant (contralateral) device. Therefore no further analysis is required. It should be noted that as part of mentor¿s quality process, all devices are manufactured, inspected, and released to approved specifications. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation could be performed. Reason for device explant and/or reoperation: left deflation. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a female patient underwent unspecified breast augmentation with an unknown size unknown saline implant and experienced left side breast implant deflation postoperatively. The patient underwent bilateral explantation and replacement with catalog number 3503501bc; serial number (B)(4) on the left side, and with catalog number 3503501bc; serial number (B)(4) on the right side on (B)(6) 2021.